Event description:
It was reported that the user had the chiller fan of arctic sun device which was very weak and stopped two times. The chiller fan did not work, and the water temperature did not decrease during equipment maintenance, the back side of the unit was getting hot. Per review of wo on 14dec2023, there was no patient involvement. Per follow up information received via email on 15dec2023, the device will be sent for bd approved facility for evaluation and repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. Chiller fan made a slight rattling noise during warm up but then quieted down after warming up. The root cause of the fan stopping and the device no longer cooling was not determined due to not being able to duplicate the problem during assessment testing. The device cooled properly and the chiller fan never stopped. Replaced chiller assembly. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review was not required. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the user had the chiller fan of arctic sun device which was very weak and stopped two times. The chiller fan did not work, and the water temperature did not decrease during equipment maintenance, the back side of the unit was getting hot. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, the device will be sent for bd approved facility for evaluation and repair.